Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
It was reported that there was a discrepancy between the volume of fluid in the cadd cassette reservoir, and the reading from the cadd solis pump. The pump indicated that there was a volume of the infusion fluid still remaining, even though the cassette was empty. The pump was tested at the facility and no fault was found with the device. The cassette was discarded by the facility. Although the product problem occurred during patient use (infusion), the incident did not cause or contribute to any adverse patient health effects.